Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After fixation of 4 s4 screws, x-rays was taken and showed one of the screws was broken. Because the screw was broken, surgeon had to remove the plate to take screw out. During removal of occipital plate, it was found that the thread of the bolt stripped. Surgery was delayed.